Event description:
Harmonic shears failed to work. A replacement was issued to the surgical field and the procedure continued without incident. There was no additional cost or increased length of surgery associated with this incident. No harm to patient.